Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient became hypotensive. It was also reported that the implantable pulse generator (ipg) wasn't, "firing properly," with p-wave very far from the qrs complex. It was further reported that the right ventricular (rv) lead had r-waves trending down to low r-waves and was pacing on the t-wave. Both the ipg and rv lead remain in use. No further patient complications have been reported as a result of this event.